Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing blood glucose of 100 mg/dl to 300 mg/dl. At times customer felt shaky and had a headache. Troubleshooting was performed and customer reported that cannula was slightly bent. Customer reported of using cold insulin and rubbing vial in his hands to warm insulin. Customer did not feel that insulin pump was under delivering, but did mention of not hearing low reservoir alarms. Customer was not able to continue troubleshooting. Insulin pump will not be returned for analysis.